Event description:
Related manufacturing ref: (B)(4). During atrial fibrillation procedures, it has been noted that more strokes are occurring than usual and it is being investigated retrospectively. It was noted that there was an attempt to export data from an ensite precision system for analysis stemming from previous impedance events during procedures. One of the things that they want to analyze is if the impedance raising are related to those events. There was no alleged issue with an abbott device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.